Event description:
It was reported that multiple cartridge alarms occurred. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and was unable to duplicate the error.